Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that scanner error with timing and procedure type was unknown.

Event description:
Based on information received event occurred before surgery (during service activity). Hence, not qualified for the reportable event.

Manufacturer narrative:
Based on information received event occurred before surgery (during service activity). Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).